Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump is stuck in the priming loop phase. Customer stated that insulin pump did not receive the 2nd series of beeps nor did numbers appear on the screen. Customer's blood glucose reading was 169 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.